Manufacturer narrative:
Suspect lot review: 3244501 cited no exception documents. 3284275 cited no exception documents.

Event description:
Complaint received regarding one 061-c6508, 34" 20 drop blood set w/200 micron filter, hanger, rotating luer, lot numbers unknown. Report states; received a phone call from rn (B)(6), at 13:51hrs informing me in the day therapy unit. Incident occurred in a different room with a different rn while delivering gemcitabine. Caught at an early stage of delivery still resulting in a chemo spill. Both are senior experienced rn's who have years experience with hospira lines. Have discarded both affected sets and are in the process of isolating both identified batch numbers. Ward have identified plum set batch #620865h & #630635h and kept sister sample of each. Unprotected chemo exposure. No adverse patient consequences reported.